Manufacturer narrative:
D.2b medical device type: one additional code applies; jka g4: PMA/510(k)#: two additional code applies; k213670, k231373. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, the customer noticed two (2) tubes underfilled. No patient or user impact reported.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, the customer noticed two (2) tubes underfilled. No patient or user impact reported.

Manufacturer narrative:
Investigation summary: bd had not received any samples for investigation. A total of 100 retentions were visually inspected, and the hemogard closure assembly was found to be correctly assembled and placed on the tubes. A functional test was performed on 10 in-house retention samples, and all tubes were within specification limits with no issues identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: draw volume- underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.